Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) found out of electrical specification. (B)(4).

Event description:
It was reported the bottom lcd (liquid crystal display) shows only single verticle line. The device was returned for repair. There was no patient involvement.